Manufacturer narrative:
The prod was not returned for analysis. Results from the product history record review indicated the prod met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/7/2010, 10/12/2010, 10/19/2010, and 10/20/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
An operating room supervisor reported that after a glaucoma shunt was inserted, the surgeon flushed the shunt, and the pt's anatomy would not hold it in place. The shunt came out of the eye and landed on a surgical tray. The surgeon elected to convert to a trabeculectomy. The pt is reported to be doing fine following the procedure. Add'l info has been requested.